Event description:
It was reported that during a da vinci hysterectomy procedure, it was observed that the prograsp forceps instrument would not heat up. On (B)(4) 2015, intuitive surgical inc., (isi) obtained the following information: the prograsp forceps instrument was not working at all. The instrument was not responding when inserted into the arm. When a new instrument was used, it worked fine. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found both pitch cables to be broken at the distal clevis hub. Both cable segments that contained the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.